Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. No failed battery test, low battery alerts, battery power loss alarms or prime fill anomaly noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Pump error found in the pump history due to software error. No defect number listed in the pump error failure analysis guide. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery, blank display and software error detected. The customer's blood glucose level was 266 mg/dl at the time of incident. The customer reported the receiving the error, blank display and change battery alarm. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.